Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jun-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system device was not communicating. The field service engineer found drawer 5.2, which was causing half-height crowbarring to the device, and isolated it with a multimeter. The fse replaced the drawer control and pyxis module control boards to resolve the issue. Fse ran the hardware testing application and configured results. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, device was not communicating, attempted to reboot but the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.